Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: lot number could not be determined and no manufacturing record evaluation (mre) could be performed. Please note after measuring the width of the plate, the plate is most likely to be part: 04.503.821 and will be treated as such. Visual inspection: visual inspection of the returned device revealed the plate broke into 4 separate pieces. No other issues were identified. A device failure was identified. Dimensional inspection: a dimensional inspection could not be performed due to post manufacturing damage. Document/specification review: mmf plate, tall based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation, no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
PMA/510k: this report is for an unknown plates: matrixwave/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, one (1) unknown screw was unable to disassemble and one (1) unknown matrixwave mmf plate broke into four (4) pieces. Patient and procedure involvement are unknown. There is no further information available. This report is for one (1) unk - plates: matrixwave. This is report 2 of 2 for (B)(4).